Event description:
It was reported that the device exhibited a lock-up failure when powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the failure to be due to integrated circuit chip, designator u8.